Event description:
Approximately 1 month after having a biointrafix screw and sheath implanted, the patient returned to the surgeon with a possible reaction. The area was scoped and the devices were removed.